Event description:
I purchased the doctor's ear wax cleaner at (B)(6) in (B)(6) after seeing an advertisement on tv. The maker of this item is kidzstuff, inc. In (B)(4). On september 19, I was using the cleaner, and the tip of the device came off and became lodged in my ear canal. I was unable to remove it and had to go to an ER to have it removed. I experience bleeding inside my ear canal. I was given prescription ear drops and told to see an ear, nose and throat specialist. I did this on september 23. The specialist told me the skin in my ear canal was torn up and I was to continue with the ear drops. I am to f/u with him in 2 months. He advised me to not use my hearing aids until my ear has totally healed. This product is advertised as "safe for children".